Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was not available. The customer stated that the keys did not respond to pressure and that it was impossible to program the device even after changing the battery and cleaning the carrier and contacts. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened up keypad dome. There was also a scratched lcd window, cracked display window corners, and cracked reservoir tube lip.